Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). This occurred during the initial drain cycle of peritoneal dialysis therapy. The reporter stated that the patient extension line was used but was not connected prior to priming the set. The technical services representative (tsr) assisted the registered nurse in clearing the alarm and advised them to start therapy over with new supplies. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation; therefore, the cause could not be determined. However, the patient stated that they did not have the extension set connected while priming the device which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.